Manufacturer narrative:
Correction made to h.6: device code.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections were made to h.6: device code, type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for analysis. The returned device was evaluated and there was a balloon burst longitudinally and radially. During dimensional testing, the inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met specifications. Per the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was confirmed based on the evaluation of the returned device. Available information suggests patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the event as the event description stated that there was a moderate degree of calcium in the annulus/leaflets and there was an additional 2cc's of fluid added to the system. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 23 mm commander delivery system, the delivery balloon burst during deployment. There was no leak in the delivery system noticed; however, blood was seen in the syringe. The valve was deployed enough to stay in place, but needed to be post dilated. The balloon was withdrawn without issue. There was no damage observed on the balloon shaft. No patient complications were reported. Prep was normal. A balloon aortic valvuloplasty (bav) was not performed pre-implant. The delivery system had been prepped with an additional 2cc's of fluid added to the nominal volume. There was no difficulty with the valve alignment. The degree of calcium in the annulus/leaflets was moderate. The degree of tortuosity was mild, and the access vessel minimum luminal diameter was 7mm. The cause of the event was reported as unknown, it was thought that it may have been caused by a pinhole. The preliminary inspection of the returned device revealed a longitudinal and radial balloon burst.